Event description:
It was reported that during a lap hysterectomy procedure, the device was being activated on tissue, the surgeon noticed part of the jaw coming apart between the jaws. The generator then gave an error and the instrument was taken out of the procedure. Procedure was completed with another device. Procedure prolonged 15 minutes. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode missing but the active rod present in the device. The ceramic is not damaged and is securely bonded to the bottom jaw. Due to the missing electrode, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod. A generator error may occur when the electrode is detaching from the jaw. The batch history records were reviewed with no anomalies noted during the manufacturing process.